Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased eight months within a three month follow ups. This device was replaced and is not expected to be returned. No additional adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased eight months within a three month follow ups. This device was replaced. No additional adverse patient effects were reported.